Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Company cartridge returned. Iol returned pressed down on two posts of the iol case base resulting in iol deformation. Solution was observed on the iol. One haptic was broken/torn and not returned, the other haptic is bent. The optic is bent, cracked/split almost in two and scratched/marked-rejectable. Unable to conduct dimensional testing due to condition of returned sample. The reporter states a specific company cartridge was used so the company other model cartridge will not be evaluated. The product investigation could not identify the root cause for the reported complaint "haptic broken, lens stuck" as the lens was returned outside the device. Due to this, we are unable to confirm lens and haptic position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during a cataract extraction with an intraocular lens (iol) implant procedure, this event occurred half way loading into the eye, but got stuck before full insertion. The iol and nozzle have contact with patient, the nozzle and leading haptic was inside the ac, they pull it out shortly cause the lens could not dislodge. Haptic broken during lens dialling in the company injector. Surgery was completed with another company lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).